Event description:
Der states that I&d wash out with poly exchange. Update july 21, 2017: revision due to poly wear.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.